Event description:
It was initially reported that the a1059 (mayfield modified skull clamp) slipped and the patient incurred a laceration. Additional information was requested and on (B)(4) 2014, the customer provided the following: on (B)(6) 2013, a (B)(6) male patient underwent a posterior lumbar fusion. The patient was initially positioned prone on an operating room (or) bed with a mayfield attached. The patient was not repositioned until the device slipped. The surgery was not performed with a stereotaxy device. Mayfield skull pins (product ID a 1072, lot number 1124323) were used. The size of the skull pin was unk. The skull pin was not available to be returned for evaluation. The length of time and the device was in use before the event occurred was 45 minutes to 1 hour. The patient incurred a laceration to the left scalp of roughly 3/4 of an inch. The patient was taken out of the device and was put on another bed. A different mayfield was then applied and the patient was put back into the prone position with new mayfield. Surgery was completed. Note: integra received an a1014 (mayfield skull clamp) for evaluation from the customer for this incident. Request sent to the customer for product/product ID clarification. Awaiting customer response.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information. See scanned page.